Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Distributor reported on behalf of home care patient that during use of the infusion set, the customer looked down and noticed that the infusion set was hanging from the pump and no longer attached to their skin; however, the adhesive layer remained attached to the patient's skin. According to the patient, they were unaware of how the infusion detached and the amount of time that the set was detached. The patient reported that they did not check their blood glucose levels after the reported event. According to the report, the patient was advised to replace the infusion set and monitor blood glucose levels.